Event description:
Asr revision; asr xl acetabular system - right hip; reason(s) for revision: unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason(s) for revision: infection (tested and positive culture confirmed).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision.asr xl acetabular system - right hip.reason(s) for revision: unknown.update received 10th october, 2013. Reason for revision added.reason(s) for revision: infection (tested and positive culture confirmed)

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The reason for revision was stated as infection. The investigation found that no product was returned. The primary surgery date was (B)(6) 2007 and the revision surgery date (B)(6) 2013. The implants were implanted for 5 years and 9 months. Due to the length of implantation time it is not considered that the implants were responsible for the infection. A review of the manufacturing records for product number 999804652 lot number 2334132, product number 999890146 lot number 2356005 and product number 999800105 lot number 2377453 found no anomalies. The irradiation certificates show the dose to be within allowable limits and no other anomalies were found. The complaint shall be closed as undetermined; no product problem identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.